Event description:
On 5/27/1999, the manufacturer's (MFR.) International rep received a fax from the international distributor concerning five (5) incidents reported to them by a customer in their territory. The devices in question are from the same catalog/lot number. Four (4) events concerned septum dislodgement (ref. MDR# 1056436-1999-00112). The devices in question were forwarded to the MFR site of the manufacturer's previous owners. The report for this device concerns an occlusion and states the following: the device was explanted due to an occlusion, does not have septum damage. All the devices were implanted/explanted by the same physician. The physician informed the internationl distributor that he uses huber needles and insulin syringes. Additionally, he states that all previous implanted devices (different lot numbers) functioned without failure, even with the use of an insulin syringe and questioned what could be the cause of these failures. No further details were provided.